Event description:
It was reported that during sterilization, it was noticed that the housing of the handpiece handle was cracked. No case involvement or patient consequence.

Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. The hand piece was dissembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint information in trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.